Event description:
It was reported that the patient had fallen on (B)(6) 2014. The patient presented to the clinic for a follow up, a chest x-ray revealed that the pulse generator had shifted. The pocket was opened and the pulse generator was reattached and connected to a new lead. The device remained implanted. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).